Event description:
A malfunction on the pump was reported by the caller after the customer fell and landed on a wet floor. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer decided to use multiple daily injections as a backup to ensure insulin delivery was not interrupted. However, they were not interested in obtaining an out-of-warranty loaner pump.